Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's heart wall was perforated by the implanted right ventricular (rv) lead. The patient underwent a revision procedure where the lead was explanted. The terminal pin of the lead was then cut and used to plug the rv port of the header of the implanted device. The device was then turned off. The following day the patient underwent an additional surgical procedure where a new rv lead was successfully replaced. No additional adverse patient effects were reported.